Event description:
A report was received that the patient underwent a pocket revison. The reason for the pocket revision is unknown. During the revision, communication with the ipg could not be established. The decision was made to replace the patient's ipg.

Manufacturer narrative:
Device was discarded by the medical facility and not returned to bsn. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.